Event description:
It was reported that during a breast biopsy procedure, during the sample mode during the procedure, there was this plastic piece on the sample. Procedure could be finished with the same product. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Device was not returned for analysis. However by inspecting the returned white plastic piece, it is possible that it resulted from the cutter touching the white housing during the initialization or sample mode with no impact to device performance. No conclusion can be drawn as to what caused this condition.

Event description:
It was reported to nova biomedical that a consumer received a blood glucose result of 94 mg/dl on her blood glucose meter. The consumer did not feel that result was accurate, because she felt much lower than what the meter displayed. The consumer experienced a hypoglycemic event requiring emergent food intervention to raise her blood glucose level. During troubleshooting the integrity of the test strips was determined to be in range. The meter and test strips will be returned for evaluation.